Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used the scs system since (B)(6) 2017 due to the device was not providing effective therapy for her desired pain pattern. Multiple reprogramming sessions did not resolve the issue. As a result, surgical intervention was determined to have taken place on (B)(6) 2017 wherein the entire system was explanted.